Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's father reset the receiver and it did not resolve the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 02/25/2015 and confirmed the reported event of intermittent antenna icon.